Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal gablofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the hcp was seeing a 333 error code after update with the patient. Technical services had the hcp re-interrogate the pump and was seen all the data was intact and correct. The hcp did confirm that the 529 alert was seen and a time off alert. The hcp confirmed that health care information technology (hcit) helped her to correct the date and time before speaking to technical services and the issue was resolved.